Manufacturer narrative:
(B)(4). The customer reported that the device had one of the following lot numbers: gd898387, gd898403, gd898890, gd898205, gd899161. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had pieces/chunks missing from the sponge. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 20 of 46.

Manufacturer narrative:
(B)(4). Expiration dates: jun 2016 for gd898403, aug 2016 for gd898890, may 2016 for gd898205, sep 2016 for gd899161, and jun 2016 for gd898387. Device manufacture dates: 12/14/2014-12/18/2014 for gd898403, 02/20/2015 - 2/27/2015 for gd898890, 11/19/2014-11/24/2014 for gd898205, 03/13/2015-03/19/2015 for gd899161, and 12/03/2014-12/09/2014 for gd898387. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.